Event description:
Device 1 of 2, reference MFR. Report#1627487-2017-03533. Follow-up identified surgery was undertaken wherein the patient's system was explanted to address the issue. Reportedly, it's unknown which one of the two systems was removed during the case (reference MFR report#1627487-2017-03527) for the alternate system issue.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-03533. Additional information identified the issue resolved after explant of both systems. (Reference MFR report#1627487-2017-03527 for the alternate system).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-03533. The patient received 2 scs systems (occipital and thoracic). It was reported the patient's occipital scs system is providing inadequate pain relief. As a result, surgical intervention may be undertaken as the next course of action.